Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "piece of metal broke off". The tip of the electrode was left inside the patient. The item was not recovered at time of incident. The item was identified following CT scan and later retrieved.